Event description:
It was reported that during implant, there was fixation difficulty and a helix issue with the atrial lead. It was also reported that there was difficulty positioning the ventricular lead. Both of the leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism. (B)(4): helix/lobe distorted/bent. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism and lead damaged at implant. The analyst also commented that the helix will not function at this time due to the helix being distorted/bent.